Manufacturer narrative:
(B)(4). Foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02364, 0001825034 - 2022 - 02365, 0001825034 - 2022 - 02367.

Event description:
It was reported when the surgeon was impacting the cup, the threads were constantly loosing. We tried 4 different threaded shafts before we found one that holds the cup property. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. Review of complaint history identified additional similar complaints for the reported item(s). However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.